Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the lens haptic torn. Dimensional and functional inspection were performed and found the lens to be out of specifications - the diameter inspection found the lens to have a length of 13.49mm and the functional inspection found the lens to have a diopter of -5.17d. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -4.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) /2021 due to low vault. This resolved the problem. Reportedly, there are no plans to implant another lens.